Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device change procedure, failure to disconnect issue was observed. The right atrial (ra) lead was stuck in the device header due to calcification. The lead was successfully disconnected from the old device and connected to a new device. The patient¿s condition was stable.